Event description:
In (B)(6) 2008, I got essure (product by conceptus) done - non invasive permanent form of birth control. It took 12 months for my fallopian tubes to be fully blocked, as where no egg will get out and no sperm will be able to pass. Shortly after getting essure, I experienced heavier than normal menstrual bleeding and cramping, which I didn't have issues with before the procedure. It seems like, as the months went by, the more heavier the periods and more severe the cramps. Since I didn't bleed through a tampon in 1 hr (even though it was more like a tampon every 1 hr and a half) the dr said to just take it easy and take motrin for the pain. After reading several forums online about other pts who've had essure; they have similar stories as me or worse, springs/coils migrate to other parts of the body causing severe pain or other health problems. Now, on (B)(6) 2011, I was told that I was pregnant. We confirmed the pregnancy on (B)(6) 2011. How am I pregnant if essure is a permanent form of birth control?